Manufacturer narrative:
Intuitive surgical, inc (isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected before use and nothing was noted out of the ordinary. The surgical task being performed when the fragment fell was dissection. The surgeon did not find any functionality issues with the instrument during the procedure. The instrument did not collide with other instruments or hard materials. The instrument was removed prior to the breakage and the instrument and the wrist were straightened before removal. No resistance was found on the part of the customer. The cannula did not exhibit any damage and no other instrument damages were found after the event occurred. The fragments were retrieved with a re-examination of the abdominal cavity which revealed no fragments. Post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis. Inspection confirmed a broken curved blade and a broken piece, approximately 0.43" x 0.10" was returned. No material appeared to be missing when the broken assembly was pieced back together. Additional observation identified teflon pad damage at the distal tip. A missing material, approximately 0.07¿ x 0.03¿, was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, however it had not been received for failure analysis evaluation as of the date of this report. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. An image provided by the customer and reviewed by an isi regulatory post-market surveillance analyst appeared to show a fragment missing from the shaft of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's front end was fractured. The fractured part was completely removed, and no fragment remained in the patient. A back-up instrument was used to complete the procedure. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.